Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date, a proximal type I endoleak was identified. The physician performed a secondary intervention and implanted another manufacturer¿s aortic cuff, resolving the event. Per the physician the cause of the endoleak was due to disease progression. Currently there is a proximal type I endoleak related to another manufacturer¿s aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The exact date of the event was received.